Event description:
End user reported on invacare's linkedin page that her new unknown model, 400 lb weight capacity shower chair, was bending under her, the legs were moving away from each other, and it was snapping loudly. No alleged injury or medical intervention.